Event description:
The pump was replaced and sent back to the MFR for analysis. No symptoms were reported. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis revealed motor gear shaft wear. The serial number is included in the range for the synchromed el pump motor stall due to gear shaft wear manufactured prior to sept 1999 physician communication.